Event description:
It was reported to boston scientific corporation on march 28, 2007 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed the day prior (patient gender, age and weight are unknown). According to the complainant, "during the procedure, the clip would open and close but would not fire." Additional information stated that "the clip grasped the tissue but would not deploy a clicking sound was not heard, the nurse then opened the clip and removed it through the scope partially opened. No trauma to the bleedsite because the clip reopened." The procedure was completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. A search of the complaint database revealed no additional complaints reported for this lot.